Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that one (1) month after an intraocular lens (iol) implant surgery, a patient experienced toxic anterior segment syndrome (tass) in the left eye. She was treated with corticosteroids and anti-inflammatory drugs. The surgeon stated on the last eight (8) company lenses implanted by dr (B)(6), five (5) of them have presented inflammations, mild to moderate, with moderate loss of visual acuity, in average one month after surgery. In some cases deposits are visible on the anterior surface of the iol. After corticosteroid treatment (dexamethasone), ongoing for all patients, the inflammation is reduced and visual acuity is going up, close to the immediate post-op result. They have discussed the different treatment options and agreed on the anti-inflammatory treatment by dexamethasone during at least one month. In addition, the surgeon found a small decrease in visual acuity with moderate inflammation, unlike the cases encountered in annemasse. Inflammation was more delayed than for the annemasse records since it was recorded around 1 month and not immediately post op. He used corrective treatment with strong cortisteroids: dexamethasone. After a week of treatment, the doctor noted a rise in visual acuity with progressive disappearance of the tyndall, but still the deposits (in regression), proof of a good response to the treatment. This is one of eight (8) reports for this facility. Additional information has been requested.